Manufacturer narrative:
On 12/20/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received on 12/19/2018, indicated that the patient underwent bilateral removal and replacement as follow: let replaced with catalog number 3502450, serial number (B)(4), and right replaced with catalog number 3502450, serial number (B)(4) on 12/06/2018. (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. White, yellow and brown material was observed within the device. Orange, yellow and white material was observed on the shell surface. Mentor product analysis lab discovered several rents measuring approximately 0.5 cm and 0.2 cm and a rent was accompanied with an area of shell abrasion; all located on the posterior aspect. Microscopic examination of the edges of the rents gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white, orange, yellow and brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left- mentor siltex round moderate profile 375cc saline breast implant, catalog number 3542660, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor siltex round moderate profile 375cc saline breast implants which the right side deflated after implantation. The issue was diagnosed by MRI examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.